Event description:
Surgery for placement of venous access catheter into the superior vena cava via the subclavian using a round dual lumen hemodialysis/plasmapheresis catheter and percutaneous introducer kit with tunneler. Surgery completed 9:00. Code called 9:15. Pt pronounced expired 9:53.